Event description:
It was reported that during a laparoscopic biliopancreatic diversion with duodenal switch procedure, on the first firing of the sleeve the device was very hard to fire on the first stroke, then a crunch, then very hard on the second stroke, and then very easy on the third and fourth strokes. Upon visual inspection, the staples were unformed or malformed on the distal 2/3 of the staple line. There were no patient consequences. The case was completed using another device and reload of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was being used? Gold. What other color cartridges were used before and after this event?green after the first firing. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? A crunch. Were any of the forces higher or lower than expected (closing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.